Event description:
Pt was referred from another hospital for removal of pacemaker generator and 2 ventricular leads due to local infection and pacemaker pocket erosion. Upon discharge, pt returned to the other hospital for continued treatment.